Manufacturer narrative:
Additional information: a lot number was provided with the returned sample. The information for the lot number is as follows: medical device lot #: 6035290, medical device expiration date: 2/28/2019, device manufacture date: the device was manufactured between 3/7/2016-3/10/2016. Device evaluation: results: one used sample and a photo were returned for evaluation. Visual and microscopic inspections of the used unit revealed the tip shield remained in contact with the catheter hub and a deformity to the v-clip. The microscopic inspection also showed no abnormality to the cannula. A photo inspection also showed the tip shield in contact with the catheter hub. A review of the device history record revealed no irregularities during the manufacture of the evaluated lot # 6035290. A manufacturing reviewed revealed no abnormalities in the incoming material, whole assembly process, or packaging process. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the damage to the v-clip may have been caused by gripper pressure while assembly centering. There is a 100% visual inspection during device manufacture and the manufacturing site will focus on this process to detect any defective products.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after successful insertion of a bd pegasus safety closed IV catheter system 24 g x 0.75 in., the safety shield could not be activated. There was no injury or medical intervention reported in association with this reported defect.